Event description:
Home pt reports unspiking heater bag and respiking a new supply bag onto this already spiked line during treatment on the homechoice device. Operations svc rep assisted home pt in ending therapy for evening. No pt injury or medical intervention required per rn.